Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. An image data failure was identified. The engineer carried out a database reconstruction which resolved the issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Fse performed the database consistency test and found it was failed. Fse did database consistency repair and recreated image store frontal. After recreating the image database and rebooting the device the system was returned to good working condition. The codes were updated based on the investigation outcome.